Event description:
Additional information received reported that the patient symptoms were resolved.

Event description:
It was reported that during a scheduled pump refill on (B)(6) 2013, the healthcare provider (hcp) changed the concentration from 500g/ml to 2000g/ml. The patient's dose was 50g/day, but with the new concentration of 2000g/ml the minimum dose was changed to 96g/day. After the change, the patient reported being uncomfortable and also had dizziness. The hcp intervened and changed the infusion mode to minimum rate after 20 minutes, then subsequently changed the concentration back to 500g/ml with the dose back to 50g/day. The concentration was diluted to change it back to the 500g/ml, and per the reporter, as an outcome, the patient had no complaints. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).